Manufacturer narrative:
Additional information: d10 (date device returned), h11 (device evaluation). Investigation findings items returned for evaluation: -pusher -implant -introducer items not returned for evaluation: -shrink lock -dispenser hoop -microcatheter the visual analysis of the returned items found the pusher heater coil kinked and the implant not attached to the pusher, and the pusher bodycoil stretched at the transition area. The implant was returned stretched, damaged, deformed and separated from the pusher with the monofilament exposed. The introducer was returned undamaged. The introducer distal tip was found to be within specification. The exposed monofilament was found to have a broken tip, which indicates that the device experienced a tensile break. Investigation conclusion: the investigation of the returned coil system found the pusher heater coil kinked and the implant not attached to the pusher, but no indications of activation using a detachment controller were observed on the pusher heater coil. The pusher bodycoil was found stretched at the transition area and the implant was stretched, damaged, deformed, and separated from the pusher with the monofilament exposed. The exposed monofilament was found to have a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k)# k161367). A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that when the coil was inserted into a microcatheter for implantation, resistance was felt and the coil was pulled back; however, the coil got stuck in the microcatheter and unintentionally detached. The coil was withdrawn along with the microcatheter and the microcatheter was reinserted to continue the procedure. The coil was not used and was replaced with another coil. Subsequently, the procedure was successfully completed with no harm to the patient.